Event description:
It was reported by an american medical systems sales representative on (B)(6) 2011 during a procedure error message code 171 was received. Error message code 171 was able to be cleared and the procedure was completed. Per the customer, error message code 171 was received twice during the procedure. No patient injury was reported.